Manufacturer narrative:
B3: the event date is approximate. E1: the consumer contact information, mailing address, phone number were not provided. G3: the complaint was received from a consumer in the united kingdom. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that a philips power flosser caught on fire. No injury or property damage was reported.